Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device failed temperature assessment and had corroded bearing and gears which caused the heat. Therefore the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings and gears from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the attachment device was heating up. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.